Manufacturer narrative:
Correction in h10 (device manufacture date). The customer reported a complaint that "the autopulse li-ion battery ((B)(6)) fell off from the ambulance truck, and the battery got ran over by the truck. The battery caught fire on its own after leaving the damaged battery on the desk for about 108 hours," was confirmed based on the visual inspection of the returned battery. Based on the photos provided by the service team, noticed that the battery was significantly burned and melted due to the fire. The root cause for the reported complaint was due to the severely damaged internal and external components, likely attributed to user mishandling. The autopulse power system user guide states: do not use a battery that has cracks in the battery case exposing internal components. Do not strike or throw a battery. Do not use a battery to strike another object. Mishandling of a battery may lead to physical damage and present a fire or shock hazard. Dispose of it properly. The functional testing and archive data review could not be performed due to the extensive damage on the returned autopulse li-ion battery.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(4)) fell off from the ambulance truck and the battery got ran over by the truck. The customer left the damaged battery on the desk for about 108 hours. After that, the battery caught fire on its own. No patient involvement and no injury were reported due to the fire.